Manufacturer narrative:
Retained and returned samples have been inspected visually and tested mechanically. Mechanical tests were performed on 3 retained and returned samples of the claimed lot number. All tested samples were found to perform within limits. No faults could be detected. The incident is reported because it is unknown if and how the skin reaction had to be treated. The incident might not constitute a reportable event. After several requests for further information we have been informed by the initial reporter that "there will be no questionnaire unfortunately". Due to lack of information no further investigation can be performed and therefore no conclusion regarding the cause of the skin injury can be drawn. We therefore close the investigation.

Event description:
On november 06th, 2019, we have been informed about an incident with ECG electrodes at an unknown hospital in UK. Skintact electrodes model fs-tf/6 were used. The complainant reported "we have had a complaint about fs-tf/6, leaving a red mark on the patients skin." We have requested further information on the patient, the skin preparation, the duration of wearing if and how the skin injury had to be treated.